Event description:
In (B)(6) 2012 I had cosmetic surgery breast implantable. A week later I began with severe infection. I had a fever of 102-103f, for two weeks or so. My left breast was extremely painful, it felt hot in temp, it was red in color and was more swollen than the right breast. The dr put me on amoxicillin and bactrim at same time. Unfortunately, I had an allergic reaction to the rx bactrim, so I discontinued that rx. Around the sixth or seventh week, I was still having pain with tenderness. Then around 6th week I began to experience pain from my left wrist. It ran all the way down my left pinky and was also accompanied by breast pain, (this was every morning). Then I began noticing other health issues that started to arise. In (B)(6) 2012, I requested a gynecologist to check my hormones thinking it could be the cause of me not feeling well. Well, according to blood things look normal. Then around (B)(6) I walked in to urgent care with severe and swollen left knee which had been hurting day and night for about 2-3 weeks. Once again, according to doctors it was a normal part of aging. Well, a few months later I began having more issues like swollen lymphnodes, and other symptoms that were arising. So I requested to see an endocrinologist. Once again according to the test, I'm a perfectly healthy person. I continued to feel worse. I began to have more aches and pain in hands, wrist, fingers and my knee, and constantly dropping items. I requested to be seen by a rheumatologist. The blood work came positive for autoimmune disease. Which according to the rheumatologist he cant pinpoint exactly which illness I have, unbelievable. So now I will be seeing another rheumatologist. Hopefully he'll be able to properly diagnose me. Now from 2013-2014, I began having severe problems with my memory, some headaches and eye pressure, dizzy spell etc. So, I requested MRI of brain and was diagnosed by my neurologist with (ischemia of brain). Further tests have been requested by the neurologist. So I, as a consumer, do strongly believe that all these problems came about after that surgery. Now my life and my health will never, ever be the same.